Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025.according to the patient¿s parent, on (B)(6) 2025, the patient¿s cgm was reading 106 mg/dl, and the bg meter was reading 450 mg/dl. The patient began feeling very sick and started vomiting. The patient was taken to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was still 450 mg/dl. The patient was wearing an omnipod insulin pump. The patient was treated with intravenous fluids until his bg levels stabilized. The patient was discharged home later the same day and was advised to replace his wearable once he was back at home. The patient was ¿feeling better¿ but was still recovering at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.